Event description:
Procedure type: colectomy. According to the reporter: after firing and rotating the wing nut, the device could not be removed from the patient. The surgeon subsequently pulled the device out by force and it was noticed that the staple line was damaged. A new instrument and suturing was used to complete the procedure. No bleeding was reported by the incision and surgery time were extended as a result. No further information has been disclosed.